Event description:
The customer alleged they received a questionable phenytoin result for one patient on their c501 analyzer. The units of measure were not provided. The patient's initial phenytoin result was <3.2 accompanied by a data flag. The initial result was reported outside the laboratory. The doctor phoned the laboratory indicating it was a post dose sample and therefore the initial result was not possible. The sample was repeated and the phenytoin result was 63.9. There were no adverse events. The phenytoin reagent lot number was 667379 and the expiration date was 10/31/2013.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The quality control data did not exhibit a problem. The customer was unable to supply additional information, so no further investigation was possible.